Manufacturer narrative:
The MFR assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (k062719). Fiber analysis: the fiber cap was found to be intact and attached; exhibits a drilled through condition. The fiber cap was also found to exhibit detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. The potential for forward firing may exist. The most probable cause that contributed to this failure was suspected to be related to localized heat accumulation/procedural factors encountered during the procedure.

Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 4620 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported.